Event description:
It was reported "the device triggered a shutdown alarm, indicating a helium leak. Medical staff performed the following steps: (1) checked the gas line-no blood was found inside. (2) reconnected the helium extension tube. (3) turned off the device power and restarted it after 3 minutes. The leak alarm persisted, and work could not continue, so the iabp catheter was removed. On february 25, an engineer tested the device, and it functioned normally with no leak alarm. A water injection test was performed on the catheter gas line, revealing bubbles emerging from the white y-connector". Additional infomation states that the iab catheter was removed and not replaced. No patient injury or consequnece reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the device triggered a shutdown alarm, indicating a helium leak. Medical staff performed the following steps: (1) checked the gas line-no blood was found inside. (2) reconnected the helium extension tube. (3) turned off the device power and restarted it after 3 minutes. The leak alarm persisted, and work could not continue, so the iabp catheter was removed. On february 25, an engineer tested the device, and it functioned normally with no leak alarm. A water injection test was performed on the catheter gas line, revealing bubbles emerging from the white y-connector". Additional information states that the iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a bio-hazard bag. Upon return, the super arrow-flex (saf) sheath was noted on the iabc outer lumen. The one-way vale was tethered to the short driveline tubing. The bladder was fully unwrapped. The iabc central lumen was noted kinked at approximately 34.9cm, 43.1cm, 49.6cm, 57.9cm and 65.5cm from the iabc distal tip. Upon further investigation, a crack was noted on the iabc bifurcate luer; the total length of the crack is approximately 1.5cm. Dried blood was noted on the exterior surfaces of the returned iabc. Furthermore, dried yellow media was noted on the short driveline tubing. No blood was noted within the helium pathway. No other visual damage or ab-normalities were noted to the returned sample. The customer submitted photo and videos and were reviewed. The photo shows ac2 pump display screen with "possible helium loss 3, sub-code 2" alarm. The video shows that the user performed the leak test under the water bath and leak was noted from the iabc bifurcate area. The video shows "possible helium loss 3, subcode 2" alarm triggered during the pumping. The findings noted in the photo and videos are consistent with the reported event. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufac-turing procedure. A leak was immediately detected from the previously noted crack on the iabc bifurcate luer. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 35cm, 43.3cm, 49.7cm, 58cm and 65.4cm from the iabc distal tip, which are the locations of the previously noted kinks. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The reported complaint that "bubbles emerging from the white y-connector" is confirmed. During the investigation, a crack was found on the iabc bifurcate luer, which caused the reported com-plaint. This crack could allow a helium leak alarm to occur. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the crack on the bifurcate luer. The most prob-able root cause of the complaint is user related. This will be monitored for any developing trends. A non-conformance was opened/closed to further investigate the issue. Based on the testing per-formed, the crack in the bifurcate luer was most likely a result of exposure to alcohol and/or oil.